Manufacturer narrative:
Additional information h3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture on the product. Visual inspection found haptic torn. Claim# (B)(4).

Manufacturer narrative:
B5: the reporter indicated that the surgeon implanted a 12.6 vicmo 12.6; -15.00 implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. Claim # (B)(4).

Manufacturer narrative:
H6 - work order search: one similar complaint event was reported for units within the same lot. (Claim# (B)(4) excessive vault; lens explanted; problem resolved). Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -15.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was explanted due to significant reduction of irido-corneal angles, elevated iop (50mmhg) without pupil block and angle closure, and excessive vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown.